Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device not firing was confirmed as the posterior needle tip indicated there was no engagement with the posterior cuff. In addition, device analysis revealed one of the three anterior cuff tabs that measures one one-hundredth (0.01) of an inch square was broken off and was not returned with the device. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that after an endovascular surgery procedure, arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device. Reportedly, the device did not fire. The method of achieving hemostasis was not specified. No clinically significant delay in the procedure was reported. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.